Manufacturer narrative:
Evaluation of the returned device determined there was a cut cable, defective pcb, a cracked lid and enclosure, and two worn wave washers. The device was cleaned, repaired, and tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the device only works intermittently. No patient impact was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a customer indicated that the converter box seemed to be non-responsive, so it was sent in for repair. Once they received the repaired converter box, it was re-attached to the same nim and began functioning correctly.